Event description:
Related manufacturer reference number: 2017865-2022-03278. It was reported that the patient presented in clinic for procedure. The left ventricular (lv) lead was damaged due to insertion of coronary wire. A new lv lead was used and implanted successfully. The implantable cardioverter defibrillator (ICD) header set screw was unable to be tightened. A new ICD was used and implanted successfully. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2022-03278. It was reported that the patient presented in clinic for procedure. The left ventricular (lv) lead was damaged due to insertion of coronary wire. A new lv lead was used and implanted successfully. The implantable cardioverter defibrillator (ICD) header setscrew was unable to be tightened. A new ICD was used and implanted successfully. The patient was stable.

Manufacturer narrative:
The reported field event of lead connection issue was confirmed. Analysis revealed the set screw was backed out from the set screw thread as a result of unscrewing the set screw too far and contained septum material inside the hex cavity. The device was above elective replacement indicator (eri) upon receipt. The lead connection issue was consistent with having occurred during the procedure.